Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber leaking, distal end and biopsy channel leaking, guide pipe leaking, acoustic lens damaged, probe unit dented/damaged, connecting tube coating peeling off, guide pipe loosens, grip unit scratched, suction cylinder nut painting peel off, up/down knob scratched, guide pipe leak, charged coupled device unit cable too short, seat holder unit corroded, angulation play and universal cord chemically damage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the scope was pierced. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain entered inside the lens through the gap which was caused by adhesive peeling off or cracked. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the damage on the distal end was from a shock caused by dropping and knocking the endoscope to a hard surface or object and/or ha handling issue. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.